Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient was sedated under general anesthesia and in normal sinus rhythm. The transseptal puncture was inferior on bicaval view and mid on short axis view, and the septum was crossed without incident. The patient's activated clotting time (act) level was 211 seconds, and heparin was administered at that time. The left atrial pressure was greater than 12mmhg. It was noted that a transverse sinus space was present adjacent to the appendage. The delivery sheath was introduced into the laa. The appendage was approached with a pigtail catheter. A contrast injection was performed, and final measurements were taken. The 25mm amulet occluder was advanced into the delivery sheath. While advancing the occluder, the sheath fell out of the appendage. The appendage was recannulated, and the device was brought to ball configuration and approached the appendage. The device was attempted to be deployed approximately 3 times without success. For each deployment, a mitral shoulder was present. The device was exchanged with a 22mm amplatzer amulet laa occluder using the same delivery sheath. When the second device was introduced, the patient's blood pressure dropped. After two partial recaptures, the occluder was successfully implanted. During the implant of the 22mm occluder, the transverse sinus space increased in size. Following the successful deployment of the device, a small pericardial effusion was noted, which was localized to the transverse sinus and below the ventricles. Patient was administered 50mg of protamine, and patient was taken to post-anesthesia care unit (pacu) in stable condition. After the procedure, the patient was experiencing low blood pressure, and it was noted on transthoracic echocardiography (tte) that the effusion had grown in size. It was concluded that cardiac tamponade was present. The patient underwent a pericardiocentesis to drain the fluid from the pericardial space, and 800 cc of blood was drained. The patient received 2 units of blood and was stable post procedure. On (B)(6) 2024, the patient was stable, and the drain placed in the pericardial space had been removed. The user believed that the 25mm amulet occluder caused the pericardial effusion. The patient was stable and discharged on (B)(6) 2024.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage associated with pericardial effusion could not be determined. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported patient effect of low blood pressure/hypotension could not be determined. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.